Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant it was difficulty to connect this right ventricular (rv) lead to the device. A lubricant was sued and the lead was successfully connected and all measurements were optimal. No adverse patient effects were reported.